Event description:
Richard wolf medical instruments corporation (rwmic) received a medwatch report, mw5153308 regarding an issue with a hf connection cable mono l 3m, part ID: 8106.033, batch # 442/771. The medwatch report, mw5153308, states that the, "bovie cord sparked and exploded while in use in the operating room during patient surgery. Patient nor staff were not harmed, but a very hig potential for catastrophic or fire." According to the received information, while physician was using endo shears connected to monopolar cautery cord, suddenly the connection point of the cord and instrument sparked and broke. The cord was immediately unplugged and removed from surgical field, along with the endo shears. There was a 10 minutes delay to retrieve a new endo shears and a monopolar cord. The back-up device was then plugged into the same unit with no further complications for the remainder of this case. There is no report of injury to the patient or other personnel.